Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the implant site. The recipient presented with recurring headaches. The recipient's device was reportedly explanted in 2010. The recipient is healing well. The recipient's device will not return to advanced bionics for analysis.